Event description:
It was reported that the patient presented in the hospital with a low heart rate. During the pulse generator replace- ment procedure for normal eri, the ventricular lead did not capture at 7.5 v.